Event description:
The patient's mother contacted animas stating the keypad buttons were not activating desired pump functions. The patient's mother switched the patient to a backup plan for insulin injections and discontinued pump therapy. The patient's mother said that a mild solvent was used to clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Evaluation revealed that all keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under keypad contacts.